Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. To resolve these issues, the customer disconnected tubing, ran insulin through the lines, checked for air bubbles, and resumed insulin use. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.